Event description:
A consumer reports experiencing terrible halos and dark shadows following bilateral intraocular lens implant surgeries. He reports he can no longer see to drive. Symptoms are present for distance, intermediate and near vision. He is a photographer and photographs look out of focus interfering with his ability to work. He reports his surgeon has advised that more time is needed to adjust to the lenses. Additional patient and event information including patient's current status has been requested from the implanting surgeon. MDR #1119421-2006-00344--od, MDR# 1119421-2006-00345--os.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number.